Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in the (B)(6) reported that during a procedure on (B)(6) 2012, the surgeon was using a handle with chisel on a foot fusion. Upon striking the back of the handle, the pin on the locking mechanism popped out. The pin was not left in the patient. There was no reported harm to the patient and the procedure was not prolonged.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Lot number: obtained from device returned. The manufacturing documents were reviewed and no complaint related issues were found. The microscopic view of the weld has shown that the weld was made properly around the complete pin. Based on these findings we are not able to determine the exact cause of failure. We can only assume that a mechanical overload during striking on the back of the handle caused the breakage of the weld and finally the loosening of the pin.